Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was a heart attack. The caller stated that the customer had a stroke and a heart attack that may have led to the customer's passing. The customer¿s blood glucose was over 600 mg/dl at the time of the incident and 168 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was not using sensors. The caller stated the customer's pump was malfunctioning on the day of the hyperglycemia. The customer's blood glucose dropped to 543, 480, and 168 mg/dl and then the customer had a stroke. The customer started having strokes on (B)(6) 2017 and had trouble using their right hand. The caller declined to return the insulin pump for analysis as it had been donated.